Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The wolverine size was changed and the procedure was continued; however, the indentation could not be achieved and rotational atherectomy was then performed. No patient complications were reported.